Event description:
On the bone marrow transplant unit, a nurse reported that a secondary antibiotic backed up into the primary bag. There was no pt harm or medical intervention required. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
Manufacturer's report date: june 18, 2014. (B)(4). The affected product has been received and the eval is pending. A follow up report with investigation results will be submitted once the eval is completed.